Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: they found that the trial heads looked damaged after dishing them. They were brand new, and was dished for the first time. After the dish the heads looked like some parts of the clour had loosened. They have not been changing their dishing rutines or changed wash up liquid. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The visual examination of returned device revealed that artic/eze tr ball grvd 32+9 had peeling patterns around the superior pin hole and on interior surface, that may be the cause for the discoloration condition. Since observed condition can be related to improper follow of instructions for cleaning and/or sterilization, both allegations can be confirmed. An additional information note (a-10694189) was added to this complaint with the next statement: they use washing-up liquid; aniosyme synergy wd plus. And they have no new rutines. As per additional information received and according to the IFU-090200721 rev. L, the enzymatic cleaning solution used has a highly alkaline ph level (greater than 10) that does not match with recommended ph in the cleaning instructions (neutral ph level of 7). Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and a functional test were not performed since they were not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+9 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to failure to follow instructions, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that trial head was brand new, after washing, the color seemed to be faded. Processing? Yes. Did the event occur during field inspection? Yes. Did the event occur during internal service activities such as calibration? No, patient status: outcome: consequences: no. Was other medical intervention: (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4): device property of: none. Device in possession of: none: (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Can you please clarify what do you mean by "damaged"? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? It looks like flakes from the trial heads has detatched from the plastic.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: they found the trial heads looked damaged after dishing them. They were brand new, and was dished for the first time. After the dish the heads looked like some parts of the colour had loosened. They have not been changing their dishing runtimes or changed wash up liquid. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that artic/eze tr ball grvd 32+9 appears to have peeling patterns around the superior pin hole, that may be the cause for the discoloration condition. Since observed condition can be related to improper follow of instructions for cleaning and/or sterilization, both allegations can be confirmed. An additional information note (a-10694189) was added to this complaint with the next statement: they use washing-up liquid; aniosyme synergy wd plus. And they have no new routines. As per additional information received and according to the IFU-090200721 rev. L, the enzymatic cleaning solution used has a highly alkaline ph level (greater than 10) that does not match with recommended ph in the cleaning instructions (neutral ph level of 7). Properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+9 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to failure to follow instructions, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.